Event description:
Nurse reports patient's ipg pocket gets infected. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.